Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a black screen with requiring password. A technical support specialist logged in to the station as cfnadmin, open services.msc, and stop the sql server (mssqlserver) service. Then navigate to the database directory and move only the files starting with dsclientoltp to a safe location such as d:\temp. After moving the files, restarted the sql server (mssqlserver) service. When the user open sql server management studio, the dsclientoltp database will now show recovery pending instead of suspect, allowing the user to delete it and replace it with a new database frame using the knowledge article "proper datasync procedure & how to place new db in es station". The customer confirmed that the device was now able to login. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a black screen requiring a password was encountered, and upon reboot, an error message appeared stating: an unexpected data error occurred. Cannot open database dsclientoltp requested by the login. The login failed. Login failed for user bonpyxaaor2\cfnadmin, which located on co aor2. Thu customer attempted multiple reboots following the black screen, and the same error message was received each time across all three attempts. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.